Event description:
It was reported that the implant system was only functioning intermittently, the external equipment was exchanged but without success. Testing confirmed that the device had malfunctioned.